Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit received with cracked end cap, cracked reservoir tube window and cracked case at the reservoir tube window corner. Unit passed the displacement test, basic occlusion test, occlusion test, prime/compromised force sensor system test, rewind test and excessive no delivery test. No rewind anomaly and excessive no delivery alarm noted. No loud noise noted during the testing.

Event description:
The customer reported via phone call that the insulin pump was louder during rewinding. Customer¿s blood glucose level was unknown. The customer reported that the motor sounds labored and they had unexplained no delivery alarms. The insulin pump will be returned for analysis.